Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the ipg was replaced so the patient can have a magnetic resonance imaging in the head. No malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.